Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for non-malignant pain. The patient reported that they stopped using the implant because it wasn¿t really helping them, and they kept having to meet with the manufacturing representative (rep) for adjustments. The patient stated that they haven¿t charged the implantable neurostimulator (ins) in months and wanted to know about getting it charged up. They mentioned that their trial worked pretty well. The patient also noted that the surgeon stated they might have to readjust the leads. The patient stated that they feel like the ins is burning when they have it on. They noted that these issues have occurred since implant. The patient was redirected to follow-up with their healthcare provider. No further complications were reported or anticipated. Additional information received from the patient indicated that nothing has been done to resolve the issue of their implant not helping and burning sensation. No further complications were reported or anticipated.